Event description:
Patient revised for the third time on (B)(6) 2021 due to dislocation. Primary surgery occurred (B)(6) 2020, and first and second revisions occurred (B)(6) 2020 and (B)(6) 2020, respectively (previously reported). Surgeon explanted 36/10 cementless humelock reversed stem, 36/+9 stability humeral cup, and +9mm humeral spacer, and then implanted a 32/08 cementless humelock reversed stem, 36/+6 stability humeral cup, and new +9mm humeral spacer.